Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Additional information was received indicating that a revision procedure was performed due to high shocking lead impedance. The device was explanted and successfully replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this implantable cardioverter defibrillator (ICD) displayed a shock impedance measurement greater than 200 ohms. Boston scientific technical services (ts) made a follow-up call to the clinic and was informed that the physician tested the shock lead impedance in right ventricle (rv) to can and rv to right atrium (ra). Both tests resulted in shock lead impedances in the 60 ohm range. Ts inquired if the patient was potentially exposed to electromagnetic interference (emi). The physician will continue to observe and recheck the patient in a week. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.